Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that at a follow up appointment, this physician observed high, out of range (>3000 ohms) impedance spikes from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended thorough lead integrity testing to exclude rv lead impairment. It was stated the rv lead was a competitor's product. The physician elected to explant and replace the rv lead to resolve the event. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.